Manufacturer narrative:
On 11/15/2019, the product investigation was completed. Device investigation summary: during the visual evaluation of the saline-filled silicone breast implant, foreign matter was noted to be present inside of the implant within the solution. The particle measured approximately 0.2 mm x 5 mm. No damages or leaks were noted during the visual inspection. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Additional analysis was performed after original sample evaluation. A sample of liquid containing the foreign matter was extracted and analyzed using chemical and analytical techniques to determine the composition of the material inside the implant and it revealed that foreign material is primarily composed of a biological-based material. Since the implant lot information could not be obtain, no device history records could be evaluated. It should be noted that mentor saline breast implant shells are manufactured in a control environment and all production associates use personal protection gear to avoid contamination or direct contact with the product. Saline breast implant shells are provided deflated and sterile and are filled at the time of implantation. The product insert data sheet states that during implantation, when inflating the implants, the surgeon should use a syringe filled with pyrogen-free, sterile sodium chloride u.s.p. Solution for injection to inflate the prosthesis to the recommended volume. Only sterile, pyrogen-free sodium chloride u.s.p. Solution for injection drawn from its original container should be used. As it is known that infections may result from contaminated saline. It is recommended that a new sterile saline container be used with each surgery and implant-filling procedure. The sterile saline should be drawn into a syringe and transferred into the implant by connecting the syringe to the two-way valve that is connected to the fill tube attached to the implant valve. This is known as a ¿closed¿ technique as the saline solution is never exposed to the outside environment. While the means by which the foreign matter was introduced into the implant cannot be ascertained, it should be noted that environmental factors and surgical technique could result in foreign matter being introduced inside the sterile shell at the time of implantation. Please note that mentor performs 100% inspection of all devices, including sterilization records prior to release and maintains a comprehensive quality assurance (qa) system in compliance with the FDA's good manufacturing practice (gmp) regulations. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided or identified on the physical device, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: implant exposure through the breast tissue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation with an unspecified 325cc mentor saline breast implant in 1996 developed left implant exposure through the breast tissue. During a bilateral explantation procedure on (B)(6) 2019, tissue particles were noted to be inside the implant. The surgeon continued with the procedure as planned and removed both devices. No product issue, such as rupture, was reported.